Event description:
It was reported that noise was observed on all leads. Patient was asymptomatic. The device was explanted and replaced and the noise issue was resolved. The patient was stable following the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported noise was confirmed in the laboratory via review of the device image and was due to electromagnetic interference. The device was tested on the bench as well as using automated test equipment, and no anomaly was found.